Event description:
It was reported the patient experienced redness, swelling and pain over the device pocket. The patient also experienced a fever and neck stiffness. An abscess and infection were noted so the entire system was explanted. The patient received antibiotics and cultures were taken and results were negative. The patient spent 7 days in the hospital, the infection was resolved and the patient was reported as "ok". The pump was used to deliver clonidine, morphine and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported the patient had a symptom of sweating.

Manufacturer narrative:
(B)(4).